Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x echo-25 was returned to cirl for evaluation. Upon evaluation of the returned device the syringe was not returned with the device. The stylet was not inside the device on return. There was no needle exposure on return. The needle was able to be advanced without issue. There was no obvious damage to the stylet. There was a kink below the sheath extender (31cm from the base of the hub. The customer complaint was confirmed as the needle was kinked below the sheath extender. A possible root cause for this issue may have been the device became kinked on insertion into the scope. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms a retrospective review of open complaints following update to the risk category for this failure mode. As reported to customer relations, "after the 2nd or 1st pass the stylet was not able to pass. They said that was the second needle with the same issue but they did not save it. Patient did good after the procedure, no harm, used different needle to "finish" the procedure."